Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the cutter occurred during vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be non-conforming with dried white foreign material on the port face. The sample was then functionally tested for actuation. The actuation test was unable to be performed as the needle / needle holder assembly was loose and moving in the probe body at the start of evaluation. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The needle holder pulled out of the retainer with slight resistance. Presence of adhesive was observed on the needle holder and no damage was observed to the needle holder or retainer. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the needle/needle holder assembly was loose in the probe body. The actuation failure of the probe was unable to be tested due to the loose assembly. The cause of the actuation failure is the separation of components within the probe. It appears that during use the adhesive bond failed causing the needle holder assembly to detach from the retainer. The exact root cause of the detachment cannot be determined, however, a manufacturing related rot cause cannot be ruled out. A non-conformance investigation has been completed associated with the detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).